Manufacturer narrative:
(B)(4): ruptured vessel is listed in the provided IFU. Decreased blood pressure is not labeled, per the IFU. Over inflation is specifically addressed in the precautions and warnings of the provided IFU. No product or images were returned to assist in the investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The complaint correspondence indicates that the balloon was inflated outside of the vascular prosthesis. The IFU addresses this hazardous situation in the warnings section and as a caution note in the directions for inflation by stating that the balloon radiopaque markers should remain within the prosthesis during inflation. Inflation outside the graft resulted in vessel perforation and placement of an additional iliac leg. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
On (B)(6) 2010, the pt was being treated for an aaa with another MFR's stent. The pt's access portion artery was reported calcified. When the physician did ballooning, the balloon was protruding outside the artery and the artery was ruptured. The pt's blood pressure came down. The physician could not embolize the ruptured portion because there was arterial bifurcation area, therefore, he placed the iliac leg until over the external iliac artery and ended the procedure. The physician did not embolize the pt's internal iliac artery, but later confirmed there were blocked blood vessel.